Event description:
It was reported that during routine device change out procedure on (B)(6) 2017; the left ventricular lead was capped due to extra cardiac stimulation. No further information is available.

Event description:
New information received notes that the patient experienced chronic extra cardiac stimulation since implant. There were no complications before, during or after the procedure.